Event description:
Discordant chloride results were obtained on an advia 1800. These results were reported to health care providers. Lab personnel subsequently questioned the results. The samples were rerun and corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discordant chloride results.

Event description:
Discordant chloride results were obtained on an advia 1800. These results were reported to health care providers. Lab personnel subsequently questioned the results. The samples were rerun and corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discordant chloride results.

Event description:
Discordant chloride results were obtained on an advia 1800. These results were reported to health care providers. Lab personnel subsequently questioned the results. The samples were rerun and corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
The problem arose after the customer replaced the chloride electrode. A siemens healthcare field service engineer (fse) was sent to the customer site. The fse found the o-rings were not installed correctly according to the advia 1800 operator's manual, and the chloride bias was high. The fse replaced the chloride and reference electrodes, and the o-rings, and cleaned the ise module. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The problem arose after the customer replaced the chloride electrode. A siemens healthcare field service engineer (fse) was sent to the customer site. The fse found the o-rings were not installed correctly according to the advia 1800 operator's manual, and the chloride bias was high. The fse replaced the chloride and reference electrodes, and the o-rings, and cleaned the ise module. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The problem arose after the customer replaced the chloride electrode. A siemens healthcare field service engineer (fse) was sent to the customer site. The fse found the o-rings were not installed correctly according to the advia 1800 operator's manual, and the chloride bias was high. The fse replaced the chloride and reference electrodes, and the o-rings, and cleaned the ise module. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.